Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion was not reproduced. The downstream sensor calibration reading was found to be out of specification. A review of the event history log revealed 'downstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.